Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device was returned for analysis. On visual inspection it could be seen that the shaft was fractured in two different places- 7.5cm from the hub of the microcatheter with the inner liner exposed 7cm in length and 73.5cm from the hub of the microcatheter with the inner liner exposed 6cm in length. The shaft was found to be stretched in two different places- 99 and 111cm from the hub of the microcatheter and also kinked in three different places- 135.5, 142.5 and 149.5cm from the hub of the microcatheter. A coating confirmation test was carried out to check the presence and integrity of the coating. The test revealed the presence of coating damage. Most likely excessive force used in attempting to remove the microcatheter from the hoop caused the damage to the coating. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 21sep2015 it was reported that catheter fracture occurred. A 135/10 renegade hi-flo kit was selected for use. During preparation, when the device was removed from the carrier hoop, it was noted that the catheter was fractured near the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the shaft was fractured 73.5cm from the hub of the microcatheter.